Event description:
It was reported that the patient underwent a surgical procedure to revise this artificial urinary sphincter (aus) due to a possible erosion. During the revision procedure the physician identified that the cuff was sitting incorrectly on the urethra. The aus cuff, pump, and balloon was explanted and replaced with a new aus cuff, pump, and balloon. The patient was stable following the procedure.

Manufacturer narrative:
Investigation summary: with all the available information, boston scientific concludes that the reported cuff migration was unable to be confirmed through analysis. However, the, the device instructions for use describes various scenarios which can result from malposition of the device. The patient device experience is included in the labeling; therefore, anticipated in nature. Technical analysis: the product was returned for analysis to our post market quality assurance laboratory. Visual examination identified the buttonhole is torn and a tear by the cuff shell lateral area that commonly occurs during explant procedure. Functional testing of the cuff identified fluid loss as a result of the tear. Besides the fluid leak the cuff performed within all other testing parameters. Labeling review: a review of the device instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions. A review of the labeling identified the reported event related to device migration are anticipated in nature and severity in the IFU, ams800. The reported events also do not contain an allegation against the labeling. Device history record: the device history record (DHR) confirmed that the device met all material, assembly and performance specifications. Investigation conclusion: based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Manufacturer narrative:
The updated initial bsc aware date is: (B)(6) 2021.

Event description:
It was reported that the patient underwent a surgical procedure to revise this artificial urinary sphincter (aus) due to a possible erosion. During the revision procedure the physician identified that the cuff was sitting incorrectly on the urethra. The aus cuff, pump, and balloon was explanted and replaced with a new aus cuff, pump, and balloon. The patient was stable following the procedure.

Event description:
It was reported that the patient underwent a surgical procedure to revise this artificial urinary sphincter (aus) due to a possible erosion. During the revision procedure the physician identified that the cuff was sitting incorrectly on the urethra. The aus cuff, pump, and balloon was explanted and replaced with a new aus cuff, pump, and balloon. The patient was stable following the procedure.